Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error and was not able to clear it out. Customer stated she took the battery out but it still showed button error. Customer's blood glucose was 306 mg/dl. Customer stated the pump was on her waistband and she leaned over a table. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.